Event description:
A non health care professional reported blurry vision and lens explanted, residual astigmatism. Additional information received stated system produced incorrect measurements.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found for the aberrometer or cart associated with it. The aberrometer was last serviced along with the cart per the service record (sr). The system found to meet all cosmetic and performance standards (at that time). All company surgical systems are verified to meet specifications after installation and customer-initiated servicing. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).